Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl. It also stated that drive support cap was sticking out. It was reported that insulin pump received compromised force sensor system alarm. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.